Event description:
It was reported that the patient outlet port is falling out and the pressure gage will not work. No patient involvement reported.

Manufacturer narrative:
No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received with a damaged input/output label. The customer stated problem was duplicated. With twisting action over time, the outlet can become loosened or fully removed. This is also a probable cause for the manometer to malfunction. Checked the threads of the patient port and re-installed patient outlet connector. Installed new case label kit. The cause of the reported problem was traced to the design of the device. A DHR (device history review) review was not conducted, as it does not indicate a problem with the initial manufacture or prior repair of the device.